Event description:
It was reported that during a stenting treatment procedure in the left common iliac with an express biliary ld premounted stent system, the stent detached from the delivery system. The physician used a contralateral approach from the right femoral to the left common iliac artery and successfully placed a 6.0x27 mm stent distally in the target lesion. He then attempted to place this 6.0x17 mm stent proximal to the first stent, but the stent was stripped off of the delivery system at the area of the bifurcation. The delivery system was removed and the undeployed stent was located angiographically in the proximal left iliac artery. The physician attempted to snare the undeployed stent without success. The physician used a third stent to crush the detached stent against the wall of the left common iliac artery. Follow-up angiography demonstrated that the procedure had been successful with good flow through the intact artery. No patient complications were reported and the current patient condition is reported as "fine."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The shop floor paperwork has been reviewed and no issues were noted that would have contributed to the complaint reported. Should further relevant information become available; a supplemental medwatch report will be filed.